Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a broken desktop charger connector pin. Pt says the tip broke off of dtc 2-3 months ago. Pt says they need an MRI of their neck. Walked the patient through entering MRI mode and the patient confirmed they were full body eligible. Patient mentioned that they called the clinic yesterday to get a manufacturer representative (rep) number, but the clinic didn't know what they were talking about. Pt asked how to reach a rep. Agent redirected the patient to their healthcare provider. Emailed prs to update patients address and phone number. A replacement desktop charger was sent out. No symptoms were reported.